Event description:
Difficult to remove stylet. Nurse had a difficult time removing stylet, when pulled out the end snapped and broke.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revj1016 showed not other similar product complaint(s) from this lot number.